Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that 3 pump modules were infusing vasopressors. All three pump modules had a channel disconnect error code and shut down. The pumps were then turned back on and re programmed however the same error was received and pumps shut down again. New pump modules were sequestered and infusion was restarted. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2021-79706.

Event description:
It was reported that 3 pump modules were infusing vasopressors. All three pump modules had a channel disconnect error code and shut down. The pumps were then turned back on and re programmed however the same error was received and pumps shut down again. New pump modules were sequestered and infusion was restarted. There was patient involvement but no harm.